Event description:
It was reported that a patient was revised approximately two months after implantation to address one fractured yukon polyaxial screw at c5 and one fractured yukon polyaxial screw at c7. It was further reported that the patient is experiencing pain. This report captures the first of the two fractured screws.

Event description:
It was reported that a patient was revised approximately two months after implantation to address one fractured yukon polyaxial screw at c5 and one fractured yukon polyaxial screw at c7. It was further reported that the patient is experiencing pain. This report captures the first of the two fractured screws.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.